Event description:
A health care professional reported that air mode was failed due to compound ascended into the torch and filter that completely occluded during vitrectomy surgery. The surgery was completed after replacing the entire infusion line with a new one (new pack). There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5, h.6 and h.11. No patient impact was updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided that there was no patient impact.